Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. The report is for the third seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the tension spring remained inside the deployment tube and the seal was loaded incorrectly inside the deployment tube. The plunger had also been depressed. The reported failure was confirmed.